Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported the patient underwent tvt removal on (B)(6) 2003 due to urinary retention and mesh within the urethra. It was reported that patient underwent implant on (B)(6) 2004 with unknown mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.